Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal and distal end of the shocking coil. Associated with this was a slight stretching of the proximal and distal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Event description:
It was reported that this right ventricular (rv) lead had gore covering damage while attempting to implant due to narrow vein. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead had gore covering damage while attempting to implant due to narrow vein. The lead was never in service. No adverse patient effects were reported.